Event description:
In june of 2002 a caregiver alleges an overhead lift fell out of a ceiling track and injured the caregiver's arm. No pt was involved. No damage to the lift or to the floor was visible, which would be expected from a 28 pound lift falling nearly 9 feet. The lift and switch were then tested and found to be working properly when used as instructed. Instruction stickers for the operation of the switch had been visibly removed from the ceiling track. During the investigation co requested a copy of the facility accident report, but were denied. Co then requested the opportunity to met with the caregiver who claimed the injury, but this request was denied by the hosp. In the office co was unable to replicate the alleged incident when operating the rail switch according to the instructions. Co was able to make a lift fall out of a rail when incorrectly operating the switch. Immediately co modified the installation of the lifts at the hosp to ensure the lift could not fall out of the rail event when incorrectly operating the switch.